Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location. It was noted the patient had eye surgery last monday that was unrelated to their device or therapy, but thursday of last week the patient was feeling stimulation in their hip and upper crotch area. It was further noted the patient was supposed to feel stimulation in their lower leg. The reporter stated they recharged their device, but after that it got worse and did not readjust itself. The reporter further stated they wanted to meet with a manufacturing representative so an adjustment could be made. It was noted the patient had an appointment with their healthcare professional (hcp) at the end of (B)(6), but they did not want to wait that long. It was further noted the patient was told by their hcp to contact the manufacturer to set up an appointment with a manufacturing representative. Additional information received reported the patient did not have concerns regarding their device or therapy. It was noted the patient had an appointment on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.